Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, it was indicated dirt on the light guide lens, a corroded forceps channel port, a sticky up/down angulation lever plate, and residual liquid or foreign material that came out of the channel tube were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt on light guide lens, plate is sticky, a liquid drip from light guide bundle and residual liquid or foreign material come out of channel tube. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.